Event description:
The customer reported that the device failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of pt involvement. A philips field service engineer evaluated the device and confirmed the failure. Replacement of the battery pca resolved the failure. The device passed all testing and remains at the customer site.